Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate an implantable heart device shortly following its implant. It was further reported that the programmer was able to interrogate and program the device just a short time prior, just before it was implanted. The radiofrequency programmer head was changed out but the situation did not resolve. The programmer was changed out and the device was able to be interrogated. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.